Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level was over 600mg/dl. The customer treated with the pump and at the hospital. The customer's most current level was 309mg/dl. The customer is being sent tubing clamp in order to conduct high pressure testing. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back when supplies arrive.